Event description:
As reported through the patient registry department, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, post valve deployment the patient was noted to have developed a complete heart block requiring a temporary pacemaker. The patient was observed overnight, and, a decision was made by electrophysiology to have a permanent pacemaker (ppm) implanted. The ppm was implanted, the patient was monitored in the ICU for 2 nights, and was then discharged in stable condition.

Manufacturer narrative:
At this time it is unknown which of the two valves was implanted first. On this basis, the information pertaining to both valves is being provided: [model 9000tfx26/serial# (B)(4)/lot# 59379139/expiration date 09/26/2014/manufacture date 10/2012]; [model 9000tfx26/serial# (B)(4)/lot#59372462/expiration date 09/09/2014/manufacture date 10/2012]. The device remains implanted in the patient. The device history record (DHR) review of the effected valve was not performed/required as there was no allegation of a device malfunction. Per the instructions for use (IFU) for the sapien valve, conduction abnormalities, cardiovascular injury including perforation or dissection of vessels, and arrhythmias are known complication of the tavr procedure. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, the exact cause of the reported heart block cannot be confirmed. However, in addition to the procedure itself, the patient's co-morbidities (chf, atrial fibrillation) may have contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.